Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol had a scratch or nick in the center portion of the visual axis. The iol was explanted and replaced with another one during the initial procedure. Additional information has been received and stated that lens had scratched while using company delivery system.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Image received showing an iol (intraocular lens) with what appears to be a scratch in the middle of the optic. It is unclear from the image if the iol is implanted. Based on our observation of the attached photo, the iol is scratched. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).